Event description:
A continuous positive airway pressure device (CPAP) fell (was inadvertently pulled or knocked) off of a night stand (to the floor) and as a result would not power up. Although the device was inoperable, the user returned it to the nightstand and left it connected to ac power. After residing on the nightstand for an un-reported time, a thermal void in the device's housing was observed. The device was not in use at this time and no patient harm or injury occurred.

Manufacturer narrative:
We have received the device for evaluation and will file a follow-up report when our investigation is complete.